Event description:
It was reported that the usb port of a pump was broken. There was no information available regarding any impact on the customer's blood glucose level. No warranty covered the pump, and there was no additional information on corrective actions taken by the customer or technical support.